Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy. Reportedly, the customer uses cold insulin which is considered off label use.